Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation. Since no sample was returned and no objective evidence was provided the investigation will remain inconclusive for the reported material rupture. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The pro code for the conquest pta dilatation balloon products are identified. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5068j pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved a patient with no consequences. The female patient's age and weight were not provided.